Event description:
It was reported that the event occurred while in the operating room. The md attempted to insert the intra-aortic balloon (iab) through the teflon sheath with side arm via femoral artery and it became stuck in the teflon sheath. As a result, the iab and sheath were removed together as one unit. The md inserted another iab through a new teflon sheath via the same femoral artery insertion site. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.